Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital with black tarry stool for the last week. On presentation to the ed, the patient's blood work showed a hemoglobin drop to 9 from 11 earlier in the month. The patient's inr was reported to be therapeutic at 2.4, the patient's other blood work was within previous baseline. The patient's map was 78. The patient was admitted for further management. The patient was managed as acute anemia secondary to gi bleed status post enteroscopy with apc of jejunal angiectasia. The patient underwent a push enteroscopy on (B)(6) 2019. The single bleeding angiectasia in the jejunum was identified and treated with apc and clip. The patient was monitored for an additional 3 days due to bleeding hemoglobin and persistent melena. The patient also had a transfusion of 1 unit of prbc during their admission. The patient was started back on warfarin at a lower dose of 4mg po daily with a goal inr o 1.5-2. No additional information was provided.